Event description:
The customer reported that insulin was leaking past the o-rings from the reservoir. The customer stated that his blood glucose reading was over 600 mg/dl, and he did not treat yet. Advised the customer to call back when he got home to see if the reservoir change fixed the problem. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.